Event description:
Pt called lfs 2003 alleging their meter was reading inaccurately low. Medical affairs spoke to the pt 2 days later and pt provided the following info: pt stated that last week(pt does not remember the exact day) pt went to the lab for a physician ordered lab draw. Before leaving their house pt tested their blood and obtained a result of 49 mg/dl on their meter. Pt reported symptoms of frequent urination and sweating. Pt did not eat, nor did pt take their set amount of insulin. The lab result, drawn 10-15 minutes later was 449 mg/dl. Pt was not given any treatment, however pt received a call from their doctors office for an appointment. Pt stated that for the last week pt has been receiving lower readings than normal. Pt stated that, normally, pt does not have symptoms when their blood sugar is high and pt felt that pt might actually be hypoglycemic when at the lab. Control solution has been sent to the pt to troubleshoot the meter. Pt had been cleaning the meter with alcohol and stated that after cleaning the meter as instructed by company's customer service rep that their meter seems to be "normal" again. No further info has been reported.